Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon initial at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.